Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic dissection distal to the left subclavian artery. There was minimal calcification in the vessels. The device was inspected prior to use with no abnormalities noted. It was reported that the gray handle was deformed during the process of attempting to deploy the stent graft; the stent graft did not deploy. A bailout was performed, the physician removed the stent graft delivery system and used another stent graft system to complete the surgery. Per the physician, the cause of the reported gray handle deformation is unknown. No clinical sequelae were reported and there was no injury to the patient.

Manufacturer narrative:
(B)(4).